Manufacturer narrative:
Device evaluated by MFR: other was selected as no information on device is available.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent emergent endovascular treatment of an infected aneurysm of the thoracic aorta using gore® tag® conformable thoracic stent graft with active control system (ctagac). Two ctagac were placed at descending aorta. On an unknown date in (B)(6) 2020, the patient underwent aorta replacement with a vascular prosthesis due to infection. The ctagac (tgm343415j) which was placed distally was transected in the middle, and the proximal piece of the ctagac (tgm343415j) was extracted along with the another ctagac which was placed proximally. The vascular prosthesis was anastomosed with at the level of the proximal edge of ctagac(tgm343415j) which was remained inside the patient. On (B)(6) 2021, a distal type I endoleak was observed. On (B)(6) 2021, a reintervention to place an additional stent graft at the right above the celiac artery was performed. The patient tolerated the procedure.